Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report. Additional devices: (B)(4) nail handle t2 femur lot# kp196199; (B)(4) fixation screw t2 femur lot# k187877.

Event description:
Our sales rep reported to us that there has been a problem with interlocking. No delay, a replacement was available.